Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) and elecsys ft3 iii on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Please refer to the medwatches with the following patient identifiers for information related to each involved assays: (B)(6) = tsh, (B)(6) = ft3. The sample was initially tested at the customer site on an e411 analyzer. The sample was provided for investigation and tested on a second e411 analyzer on (B)(6) 2018. The sample was also tested on an architect analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e411 analyzer was (B)(4). The e411 analyzer used for investigation was serial number (B)(4). Tsh reagent lot number 283550, with an expiration date of june 2018 was used on this analyzer. No abnormalities were observed for calibration and controls run on the e411 analyzer used for investigation. No sample material was available for investigation. The investigation was unable to find a definitive root cause. A general reagent issue can most likely be excluded.